Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed but the noise was unable to be reproduced. Lead insulation damage was suspected to be the cause of the event but was not confirmed through diagnostic imaging. No additional intervention has been performed. The patient is stable and will continue to be monitored.